Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis in good conditions. Device analysis revealed that the telescope assembly was not able to properly pull back, advance, and retract due to a broken drive shaft. Imaging core windup was found within the telescope section of the device. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
Same case as: 2134265-2016-05955 and 2134265-2016-05954. It was reported that automatic pullback failure occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left main artery. An ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter and a pullback sled to view the target lesion. During the procedure, the physician tried to initiate automatic pullback, however, the imaging catheter failed to perform automatic pullback. The procedure was completed with another of the same opticross¿ imaging catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).

Event description:
Same case as: 2134265-2016-05955 and 2134265-2016-05954. It was reported that automatic pullback failure occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left main artery. An ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter and a pullback sled to view the target lesion. During the procedure, the physician tried to initiate automatic pullback, however, the imaging catheter failed to perform automatic pullback. The procedure was completed with another of the same opticross¿ imaging catheter. No patient complications were reported and the patient's status is good.